Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. Corrected fields: b5, d5(operator of device initial: removed other), h6 (removed health effect - impact code f26) updated fields: d8,h2,h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: circuit board unit in scope connector and scope cover dirty due to water leakage. A definitive root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: incompatible scope error (e315) due to corrosion on the plug unit. Also, for the scope connector and scope cover being dirty, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had an incompatible scope error (e315). The event occurred during inspection for use. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope had a communication error (e315). There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.